Event description:
It was reported that the pt underwent spinal surgery in 2007. In (B) (6) 2008, the pt was diagnosed with a broken rod. The pt stated, she was advised by several doctors to have the device removed. The pt was recently seen by another surgeon. Revision surgery is pending.

Manufacturer narrative:
(B) (4): the part number was not provided therefore the correction/removal number can not be determined at this time. A follow up report will be sent if add'l info is received.